Manufacturer narrative:
Review of procedure ID (B)(4) shows significant patient movement at the time of surgery most likely causing a 60 degree full thickness arcuate incision. No further clinical follow-up required.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that procedure ID #(B)(4) was completed on (B)(6) 2025, and at the patient's three-week postoperative visit, they presented with an irregular astigmatism after an arcuate incision was made. Doctor is requesting review.